Event description:
A coronary stent delivery system was sucessfully advanced to the target lesion site in the pt's right coronary artery. Pre-dilation of the pt's right coronary artery was not performed. Attempts to deploy the stent were unsuccessful due to difficulty crossing the target lesion site. Upon withdrawl of the delivery system, the stent dislodged and embolized to an unknown location. Attempts to locate and retrieve the stent utilizing diagnostic fluroscopy and a mechanical snare were unsuccessful. Ptca was subsequently performed and a second coronary stent with delivery system was successfully deployed at the target lesion site. There were no add'l clinical sequelae reported relative to the event.